Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer observed that the cartridge pigtail was not straight. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 139 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.